Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose level of over 600 mg/dl. Customer stated she woke up and it was detached and blood glucose was at over 400 mg/dl and she was able to get it fixed and treat for the high blood glucose. Customer declined to troubleshoot for high blood glucose level. Insulin pump will not be returned for analysis.